Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, tip of the cautery broke off inside the patient leg and was unable to be found to retrieve. The tunnel was flushed multiple times with antibiotic solution at the completion of the case.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, tip of the cautery broke off inside the patient leg and was unable to be found to retrieve. The tunnel was flushed multiple times with antibiotic solution at the completion of the case.